Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13010. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid and proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire became detached when the rotational speed was checked outside patient's body. It was also noted that the burr has damaged annulus. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned was fractured and kinked, as part of overall visual revision. Visual inspection revealed that the core wire was broken and only 135cm of the wire was returned, the proximal portion of the wire was not returned for analysis. The device had the body kinked near the separated end. Dimensional inspection was done and revealed that the outer diameter (od) of the distal tip and od of the middle of the device were within specification. However, the overall length and od of the proximal section of the device could not be performed due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13010. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid and proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire became detached when the rotational speed was checked outside patient's body. It was also noted that the burr has damaged annulus. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.